Manufacturer narrative:
Final analysis found no output or telemetry due to normal battery depletion. No information was received from the field regarding device settings. After replacing the battery the device functioned normally.

Event description:
It was reported that the pulse generator exhibited backup vvi.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.